Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the temperature test. It was determined that the device overheated to 120 degrees 3 minutes into test due to a broken drive shaft. It was further determined that the broken drive shaft was consistent with excessive force being applied while using the device. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preventative maintenance, it was discovered that motor device overheated. There were no delays to a surgical procedure as a spare device was available for use. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.